Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number gd896399 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy and was hospitalized on the same day for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin for one week (dosage, route, frequency, and dates of treatment not reported) for the peritonitis. The patient was discharged from the hospital after three days. It was reported that the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 2.